Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: creases fold, yellow particles inner device and opening curved on anterior. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "exchange." Healthcare professional reported left side, "deflation" and "particles in valve". Device has been explanted.

Manufacturer narrative:
Correction for the aware date of the parent record and initial medwatch: the aware date was updated to 03/31/2021 as this is when the rga was received with the new term code of deflation, then making the parent record reportable. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on anterior, posterior and radius side assessed as surgical damage. Other-technical: orange particles observed on the valve. Additional observations: observed creases on the device. Yellow particles observed inside the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a2, b5, g1, g3.

Event description:
Patient reported left side "exchange." Healthcare professional additionally reported left side, "deflation" and "particles in valve". Device has been explanted and was not replaced.